Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause for the e216 scope error code was due to data error of scope. The most probable cause of the sticky connecting tube was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, e216 scope communication error code and connecting tube sticky. The repair center technician indicated that the most likely cause of the e216 scope communication error code was due to data error of scope, and sticky connecting tube was not established. There was no patient involvement.